Event description:
It was reported that the patient was afraid to use the ilet due to concern about nighttime hypoglycemia, and no device data or blood glucose questionnaire details were obtained despite multiple contact attempts. No reported symptoms. Outcomes included no reported injury, no medical intervention, and no hospitalization. Investigation included attempts to obtain use information and event details from the patient and healthcare provider. Investigation of this case revealed that the cause of the reported concern could not be determined due to unavailable data. It was concluded that the event was unconfirmed with no device malfunction identified and no clinical impact reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.